Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient reported discussing with his doctor about inaccurate blood glucose readings on or about (B)(6) 2013. Extent of injury (e.g. Fainting, infection): none. At the time of the report, the current condition of patient was ok.